Manufacturer narrative:
The sample was collected in a sst tube. Centrifugation information was not supplied. Per customer complaint, the laboratory protocol is to repeat all tbhcg results <50mlu/ml. The customer is monitoring tbhcg "fliers" by documenting the non-reproducible results, sample type, tube lot numbers and what clinic or ward the sample was obtained from. No patterns have been found. Qc has been within the customer's ranges, no hardware issues, and no other assays are being questioned at this time. Service was not dispatched for this event. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining negative total beta - human chorionic gonadotropin (tbhcg) results outside of the assays precision claims for two (2) patient samples generated by the unicel dxi 800 access immunoassay system. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.